Manufacturer narrative:
A picture of the packaging showing the lot number and expiration date was returned. The complaint filter line leak from the cassette could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm where the customer reported a plum filter line leak from the cassette. It was leaking from the cassette body and could not tell exactly where. A total of 5-7ml leaked before therapy stopped. No direct contact was made to patient, worker, or other. The spillage was cleaned per facility protocol, no chemo spill kit used. The involved chemo drug used was infliximab. The set was replaced and therapy resumed without any problem and this question was followed up two days post incident with no repeated incidents since original occurrence. The delay in therapy was not critical. There was patient involvement, but no patient or staff was harmed.